Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination identified that the tip of the device was detached and not returned with the device. The device was received with the stent deployed from the delivery system. The deployed stent was returned for analysis. No issues noted with the stent. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 27jun2024. It was reported that stent failed to deploy occurred. The target lesion was located in the carotid artery. A 6.0-22 carotid wallstent was selected for carotid artery stenting. During the procedure, after crossing the lesion with a fathom-14 guidewire, it was noted that the stet could not be deployed. The stent was withdrawn and the procedure was completed with a 7-40 and 9-50 carotid wallstent. No complications were reported and the patient was stable post-procedure. However, device analysis revealed the tip of the device was detached and the stent was deployed from the delivery system.